Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. Consumer wrote that upon insertion, a piece of the plastic applicator got stuck inside her. She removed the tampon and parts of the applicator remained inside. The consumer went to a doctor to have the pieces of plastic removed 24 hours later.